Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in for an atrio-ventricular node ablation and during threshold testing, the left ventricular lead had high thresholds. Fluoroscopy revealed that the lead had pulled back in to the main coronary sinus. The lead was removed and a new lead was implanted into a different branch.